Event description:
This lead became dislodged into the rv. The physician chose to replace this lead, while replacing the ICD that was at eri indication, with another lv lead, but was unable to due to a cardiac perforation. The lv lead has not been replaced at this time. This device was retained by the hospital. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.